Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the physician did not see any atrial spikes on the EKG monitor. A mechanical problem was suspected and the device was replaced one day post-op.